Event description:
It was reported when using the bd pyxis medstation es system pocket drawer failed and causing delay. The customer added that this malfunction occurred during the user retrieving medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. The field service engineer cleared debris and medication to resolve. The system functioned as intended after the field service engineer troubleshooted the device.